Event description:
It was reported that this right atrial (RA) lead was surgically explanted due to unknown product performance reason. This RA lead was replaced with the same model. No additional adverse patient effects were reported.Additional information indicated that this RA lead was dislodged shortly after the original implant, with the anomaly first identified through a remote transmission and later confirmed during an in office evaluation.

Event description:
IT WAS REPORTED THAT THIS RIGHT ATRIAL (RA) LEAD WAS SURGICALLY EXPLANTED DUE TO UNKNOWN PRODUCT PERFORMANCE REASON. THIS RA LEAD WAS REPLACED WITH THE SAME MODEL. NO ADDITIONAL ADVERSE PATIENT EFFECTS WERE REPORTED. ADDITIONAL INFORMATION INDICATED THAT THIS RA LEAD WAS DISLODGED SHORTLY AFTER THE ORIGINAL IMPLANT, WITH THE ANOMALY FIRST IDENTIFIED THROUGH A REMOTE TRANSMISSION AND LATER CONFIRMED DURING AN IN OFFICE EVALUATION.

Event description:
IT WAS REPORTED THAT THIS RIGHT ATRIAL (RA) LEAD WAS SURGICALLY EXPLANTED DUE TO UNKNOWN PRODUCT PERFORMANCE REASON. THIS RA LEAD WAS REPLACED WITH THE SAME MODEL. NO ADDITIONAL ADVERSE PATIENT EFFECTS WERE REPORTED.

Manufacturer narrative:
This lead was returned to our Post Market Quality Assurance laboratory with the helix mechanism in a retracted position. Visual inspection found dried fluid around the helix. Subsequent testing did not identify any product abnormalities that may have caused or contributed to the reported clinical observations. No lead issues were noted that would have made dislodgement more likely than what is described in the Instructions for Use as a known inherent risk of the use of this product. A review of the Device History Record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Based on a thorough review of the reported complaint, Boston Scientific has assigned an investigation conclusion code of Known Inherent Risk.